Event description:
Patient called lfs in august, 2003 alleging that the one touch basic enhanced meter was reading inaccurately low. Medical affairs specialist called patient in august, 2003 to obtain additional information. Patient reported that the meter had been reading low for 4 to 5 days. Patient had started feeling dizzy, having headaches and vomiting. The symptoms progressed for a couple of days before patient decided to go visit the physician. Patient had been obtaining reading in the "40 mg/dl" and lower range. In august, 2003, patient was seen by the physician, where a blood glucose result of "253 mg/dl' was obtained on the physician's meter. No treatment was administered by the physician. Patient was asked to go to the hospital and purchase a new meter. Customer service representative discovered through troubleshooting that the patient had been storing the test strips outside the vial and was cleaning the meter incorrectly. The patient was unable to provide any information from the hospitalization. Patient was taking the patient oral medication as prescribed (glycburide) during the time of concern. Based on the information provided, there was no meter malfunction, however, the patient did suffer and serious injury due to user error.